Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow-up. The implantable cardiac defibrillator exhibited a telemetry anomaly and was unable to be interrogated. The device was explanted and replaced on (B)(6) 2015. The patient was in good condition.

Manufacturer narrative:
Analysis description: the reported inability to interrogate was confirmed in the laboratory. The device was tested on the bench, and an anomalous component on the hybrid was suspected to be the cause of the reported inability to interrogate.